Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2019 with the following findings: during investigation, the available basal total daily dose (tdd) indicates the pump was delivering the programmed basal rate until end of use . Black box and pump alarm history show no indication of delivery malfunction. The pump passed all required testing for delivery accuracy testing. During investigation, the complaint regarding delivery issues was reported on (B)(6)2017 , according to the pump history the pump was in use until (B)(6)2018. Therefore all pump history for time of complaint has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter contacted animas and alleged a random no delivery issue with glitches. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery